Manufacturer narrative:
(B)(4).

Event description:
Healthcare provider (hcp) reported that the patient was in a surgery that was not related to the infusion system and the catheter was cut. Hcp was planning to repair the catheter. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: patient programmer: model#8835, serial# (B)(4). Catheter: model#8709sc, lot# n219259015, implanted: (B)(6) 2009. Catheter: model#8709sc, serial# (B)(4), implanted: (B)(6) 2009. Accessory: model#8590-1, lot# n157391, implanted: (B)(6) 2008. Accessory: model#8578, lot# n166980003, implanted: (B)(6) 2008. (B)(4).